Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump experienced a bolus wizard anomaly. The customer stated that she wanted to program a 2 unit bolus via the bolus wizard, but the insulin pump ended up delivering 10.2 units instead. She stated that she delivered the bolus and at some point she disconnected from the device. She reported that this issue occurred previously and she had replaced the insulin pump. The customer's blood glucose was 186 mg/dl, and she requested replacement of the insulin pump. The customer was advised to replace the insulin pump and agreed to return the device for analysis.